Event description:
It was reported that the console melted the fiber and is blowing the debris shields. Misalignment is suspected. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This report is for the melted fiber.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.